Event description:
I began using the fasciablaster in (B)(6) 2017. Since I began blasting, I began getting real bad depression, anxiety, real bad flu symptoms and insomnia. I have seen my dr several times and have had several tests done and they come out normal. I went back for a f/u appt and told him that I was using the fb blaster. I explained a little bit what the fb does and the detox symptoms it could have. He told me to stop using that thing. I told him I stopped using it about a month ago, but I still feel really sick. He said that whatever I was using and was bruising my body the way I explained to him sounds very dangerous for my health. He told me not to use anything like that ever again on my body. My life has turned to the worst from my cellulite being worst than even to having to call out of work a lot from the horrible detox. I became real sick with a "virus" that lasted over a month. I have never had a "virus" for so long in my life and I am (B)(6). I regret so much spending so much money on all of those stupid gadgets and a book that I've never even read. I also paid lots of money to a massage therapist to blast me (f@&& me up) so bad. I was bruised all over and in pain, for what! For nothing because now I look worst and feel worst than ever! My eye sight also became affected. My eye glass prescription had to be changed 3 times since (B)(6). My clinician changed my depression and anxiety medications several as the meds were not working. When I told her what I was doing and showed her pictures, she told me to stop using that thing immediately. I would also like to let you know that my depression was so bad that I even contemplated suicide at one point as I didn't want to feel the way I did. I thank god that those feelings went away, but I still feel depressed, tired, weak and dizzy all the time. I also have a lot of inflammation all over my body that makes it hard for me to do a lot of the things that I usually do. Thanks. "Did the problem stop after the person reduced the dose or stopped taking or using the product: no." For cellulite and pain.